Manufacturer narrative:
Product was requested to be returned for eval, but has not been rec'd. Note: this report is based solely on the customer's reported issue. The instructions for use state: never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to heed this warning may result in pt escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the pt unattended to help reduce the risk of a fall or unassisted bed exit. Never leave a pt unattended if the zippers do not close securely, there are holes in the canopy or netting, the foam padding covering the metal frame is damaged or missing, or the frame is damaged. (B)(4).

Event description:
Customer reported the teeth are coming apart on the left side. The customer did not provide a date when this was discovered. No pt incident or injury was reported.